Event description:
It was reported to philips that the system gave a remote alert indicating the host computer had a memory problem, which can impact booting. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-011-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) examined the system onsite and confirmed that host pc memory 2 problem occurred during post. Upon troubleshooting fse found that host pc fails due to dimm issue. To resolve the issue, fse replaced disk bay dimm. After replacement of disk bay dimm, the system was returned to good working condition. The codes were updated based on the investigation outcome.